Event description:
While using the cadd1 pump, for pulmonary hypertension, pt was shorted flolan for disease. Aulan dose 71ml all in 24 hrs. Pt reacted by having shortness of breath, flushing, heart palpitations, "quizzyness" and dizziness. Also received more intense side effects of flolan. Flolan is an intravenous medication used continuously. Pt is not sure if it is the cadd1 or the extension tubings that are causing this shortage of medication. This has happened more than once to pt and to others in the pulmonary hypertension community.